Event description:
Information was received from a patient's representative regarding an external device patient programmer. The reason for call was patient representative reported that the patient programmer wasn't working. Patient doesn't use a patient programmer antenna and was getting poor communication on the patient programmer. New batteries and repositioning the patient programmer didn't resolve the issue, an email was sent to repair to replace the patient programmer. Patient representative said patient started feeling uncomfortable and trembling last week, patient had pain in their arms and this morning patient tried to get up from bed but wasn't able to because their body wasn't responding. Patient rep said it was an overall return of parkinson's symptoms that the patient was experiencing. During call patient representative was able to connect with patient's implanted neurostimulator using the recharger and recharged showed therapy was off and implant battery was 75% charged. During call ps assisted patient rep in turning therapy back on using insr. Pt rep said patient was already changing for the better regarding their pd symptoms once therapy was back on. Ps reviewed that patient rep can fu with hcp regarding any symptoms pt has. Pt rep said they were going to call ps back once they received replacement pp for education on how the patient programmer works.

Manufacturer narrative:
Continuation of d10: product ID 37642 lot # serial #(B)(6); product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.